Event description:
The test would not start when blood was applied to the strip while in the meter. The patient became hypoglycemic. The caretaker who looks after the patient found the patient. The patient was sweating and they had vertigo. The caretaker tried to use the otu without success. The patient did not try to test prior to the caretaker arriving. The last time the patient tested their blood was the day before. The meter worked until three days before event. She called the doctor as she does every time the patient is hypoglycemic the doctor came to the house and injected some glucose as he usually does when they are hypoglycemic. Approximately 15 minutes later, the caretaker found the patient's back-up meter. She did a test with the meter and the result was 76 mg/dl. The issue was not resolved with troubleshooting. The meter has been replaced.